Event description:
It was reported there is a problem with the programmer screen, and the stylus needs to be calibrated. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. All available initial reporter information has been provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The display flex cable was damaged, which caused the screen to flicker and fade. The lower display hinges were also observed to be out of specification, and the stylus was calibrated.